Event description:
A patient in (B)(6) who had been diagnosed with a transplant rejection underwent therapeutic plasma exchange (tpe) treatment . At the initiation of the tpe treatment, the patient complained of back pain, nausea and malaise. The tpe treatment was temporarily suspended and the patient was administered analgesics and antihistamines; the treatment was then continued and completed as intended. During the investigation of this event, the customer indicated the patient may have suffered from hemolysis but this was never confirmed.